Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the balloon was deflated. The "continue" button was pressed with resolve. The pressure declined quicker than expected. No products were replaced. Additionally, phrenic nerve palsy (pnp) was confirmed. A "double stop" was performed. The phrenic nerve motion did not recover prior to discharge. The procedure was completed with radiofrequency ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seventeen injections were performed with catheter 2af284 / 46490-93 on the date of the event and multiple injections were not sustained (2, 3, 6, 8, 9, 16 and 17). A system notice was confirmed indicating that the balloon was deflated. The catheter was not returned for analysis. Clinical issues (phrenic nerve injury (pnp) was encountered during the procedure. No product malfunction reported. In conclusion, the reported issue (phrenic nerve palsy) was not confirmed through data analysis. This is a clinical issue (phrenic nerve injury) encountered during the case. Unable to investigate the clinical issue ¿pnp¿. No product was returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.